Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the atrial lead exhibited noise resulting in an inappropriate auto mode switch (ams) episode due to electromagnetic interference (emi). No programming changes were performed. There were no consequences to the patient.